Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing the guide, a leak was observed at the connection of the flush port and the lure valve. The tech prepping the device then touched the flush port and it completely broke off. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported flush port luer break was confirmed via device analysis. The reported leak could not be replicated in a testing environment due to the returned condition of the device (flush port luer was broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and the returned device analysis, the reported broken flush port luer resulting in the reported leak was due to environmental stress cracking (esc). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a